Event description:
It was reported by service report that the fowler gas cylinder was leaking and the fowler could not hold position with weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.